Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The breach was further described as a non compliance to sterilization technique. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified antibiotic (doses, frequencies and routes not reported) for peritonitis. Two weeks after the onset of peritonitis, the treatment with antibiotics was stopped. At the time of this event, the patient had not yet recovered. On an unreported date, the dianeal therapies were discontinued. On an unreported date, the patient was transferred to hemodialysis (hd). No additional information is available.